Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically low impedance and high thresholds. Additionally, it was noted that the ra lead was reprogrammed and far field r-wave (ffrw) oversensing was then observed. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient had small p waves with large ffrw deflections during later ventricular tachycardia (vt) episodes which resulted in ra lead undersensing but it was also noted that the ffrw deflections were not being over sensed either. The ra lead was reprogrammed again.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically low impedance and high thresholds. Additionally, it was noted that the ra lead was reprogrammed and far field r-wave (ffrw) oversensing was then observed. The ra lead remains in use. No patientcomplications have been reported as a result of this event. It was further reported that the patient had small p waves with large ffrw deflections during ventricular tachycardia (vt) episodes which resulted in ra lead undersensing but it was also noted that the ffrw deflections were not being over sensed either. The ra lead was reprogrammed again. It was further reported that the patient received inappropriate anti-tachycardia pacing for atrioventricular nodal reentry tachycardia (avnrt) that was detected as ventricular tachycardia (vt). It was noted that the atrial portion of the avnrt was not being detected due to the ra lead sensing issues. Reprogramming options were discussed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d1 crt-d, implanted (B)(6) 2021. 620bg35 heart band, implanted (B)(6) 2015. 620bg25 heart band, implanted (B)(6) 2015. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically low impedance and high thresholds. Additionally, it was noted that the ra lead was reprogrammed and far field r-wave (ffrw) oversensing was then observed. The ra lead remains in use. No further patient complications have been reported as a result of this event.